Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was involved in a leak and has been completely saturated and will no longer power on. There were no add on device, spiros, clave, or closed system drug-transfer device between the port and the administration/extension set. The leak located was in the tubing. Patient was exposed to hazardous solution on skin, clothing, and bedding. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the device was affected by fluid ingression and the probable root cause. Additionally, it was found that the upstream occlusion(uso) seal was buckling. The device is considered beyond repair due to the severe fluid ingression.